Manufacturer narrative:
Visually confirmed set screws are broken at the external hex. Optical examination reveals severe localized damage to the internal thread, (both above and below, the internal thread is undamaged/minimally damaged). The fracture surface reveals a fairly brittle fracture that appears to have originated from the root of the internal thread outward; additionally, the external thread damage is consistent with interface of mas head, consistent with over-torque of the locking screw.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior spinal fusion at c2-c7. It was reported that the set screw sheered off of the crosslink during tightening and almost hit the dura. Another set screw was used in the crosslink but the surgeon was nervous that the construct would not hold. No additional patient complications were reported.